Event description:
It was reported that a patient experienced a premature atrial contraction and sinus rhythm. After a pulsed field ablation (pfa) procedure with a farawave the patient presented for a follow-up examination. Sinus and premature atrial contraction (pac) were confirmed. The patient was prescribed with beta-blockers a therapy. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.